Event description:
New information received notes that the pacemaker was explanted and replaced on (B)(6) 2025. The patient was stable throughout.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker was in backup vvi mode. The patient was brought into clinic experiencing sinus bradycardia and was noted that the pacemaker failed to be interrogated with both inductive wand and rf telemetry. No changes or interventions were done; the pacemaker will continue to be monitored. The patient was in stable condition.